Event description:
It was reported that an alarm heard and telemetry confirmed. Telemetry confirmed a critical alarm was occurring due to a stopped pump period may exceed tube set message. The health care provider (hcp) had inadvertently programmed the pump to stopped pump mode two days prior to the date of this report at a refill. The patient¿s pump was alarming at the time of the report. Upon device interrogation, the stopped pump period may exceed tube set message was received. The pump had been stopped for 49 hours. It was noted the health care provider (hcp) was to decide how to adjust the dose as the patient had been without the dose for 49 hours due to the stopped pump. The device system was used to deliver hydromorphone and bupivacaine. It was later reported the pump was not intentionally stopped. It was noted the patient had not been permanently shut off with a password provided. In terms of how the patient was now doing, it was reported they recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).